Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dissector tip had a blemish obstructing view through evh scope. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro dissector tip had a blemish obstructing view through evh scope. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: date rec¿d by MFR, type of report, if follow-up what type, event problem and evaluation codes, additional manufacturer narrative. (B)(4).